Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, the buttons were not responding and is alarmed unexpected restart. Blood glucose value is unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred and the insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. She was advised to monitor the device.